Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that patient with this right atrial (ra) lead presented in clinic with shortness of breath and upon check, observations of decreased sensing and impedance measurements of 200-400 ohms were noted. Subsequently, no capture was also exhibited but no report of asystole was detected. The device was then reprogrammed and an x-ray was done which confirmed the lead was in its position; hence, perforation was suspected. A lead revision was done where it was noted that the lead had perforated through the lungs. A pericardiocentesis was done and almost one liter of fluid was drained. The lead remains in service. No additional adverse patient effects were reported.